Manufacturer narrative:
B3 date of event is estimated. D suspect medical device is listed as the portable unit, because the columns are an accessory and not a medical device. Additional information was requested, but multiple attempts to reach the patient were unsuccessful.

Event description:
It was reported that the patient's unit are not producing enough oxygen. As a result, the patient's oxygen fell below 90% and the emt's had to be called. The patient was admitted to the hospital. The patient was sent replacement columns. The patient's portable unit was added since columns are an accessory. No additional information is available at this time. The inogen team attempted to contact the patient for further information three times with no response.